Event description:
It was reported a pericardial effusion occurred. It was reported that versacross connect laac access solution was selected for a left atrial appendage closure (laac) procedure was performed. During the first transseptal puncture (tsp) attempt, the wire was not visualized, prompting retraction of the system. A second attempt was then performed successfully. Following successful transseptal access, the watchman flx pro laa closure device and delivery system (wds) was advanced into the left atrial appendage (laa), deployed, and successfully implanted. A post-implant effusion sweep performed immediately after the procedure showed no evidence of effusion. Later that afternoon, a pericardial effusion was identified surrounding the heart, though it did not result in any significant clinical effects. The physician suspected that the effusion may have occurred during the transseptal puncture however the device did not caused issue or malfunctioned during the procedure and performed as intended. No intervention was required to treat the effusion. There were no further complications and the patient was discharged.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because the information is not available from facility and the device is not returning/discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.